Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced blurred vision, and stomachache. Customer was unable to treat-themselves and was admitted to the hospital and was treated with rapid insulin (dose unspecified) and unspecified IV fluid by a healthcare professional (hcp) for the diagnosis of hyperglycemia. The customer remained in the hospital for 4 days. There was no report of death or permanent impairment associated with this event.